Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cine of the event was received and reviewed by an abbott vascular clinical specialist who concluded the following: after implantation of an intra-aortic balloon pump (iabp), pacing wire and intubation, a patient is treated for two vessels coronary artery disease. Both the left circumflex (lcx) and the right coronary artery (rca) are heavily diseased. After approximately 3 hours the lcx and the rca are effectively treated with balloon angioplasty and stenting. We never get a good look at either vessel post stenting, but results look reasonable. There does not appear to be any product issue seen with this case that might have contributed to the patients death two days later. The patients initial presentation in cardiogenic shock requiring balloon pump, pacing and intubation was most likely the cause of the patients deterioration and death. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the patient presented in cardiogenic shock and CPR was performed to revive him. Thrombus was noted in a previously placed non-abbott stent in the proximal left circumflex. The 2.75x15 and 2.75x38 alpine stents were implanted in the heavily calcified de novo right coronary artery and the procedure was completed. The patient was transferred to the ICU where the patient had cardiac arrest and expired three days later. Reportedly, the patient death was not device or procedure related but rather due to an unspecified patient condition. No autopsy was performed. No additional information was provided.